Event description:
It is reported that the patient is receiving a no delivery alarm. The patient's blood glucose level is 70mg/dl. Trouble shooting is performed and we advise patient to disconnect and resort to backup. Customer does not want to disconnect and states that the insulin did exit into her. No pump being returned. No further information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.